Event description:
Boston scientific received information that this right atrial (ra), pace/sense lead exhibited high pacing thresholds. An x-ray confirmed the ra lead had been dislodged so the lead was explanted and replaced. (During explant, the chronic lead's helix also appeared to be stuck.) No adverse patient effects were reported and the lead was replaced successfully.

Event description:
--

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
According to lab analysis, the dislodged lead could not be confirmed by analysis. Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. Also, dislodgement typically occurs closely following implant -- as was the case with this lead which was implanted less than two months earlier -- when an optimal tissue to lead interface is not achieved.